Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed in the suprarenal ivc due to a large clot adherent to the right lateral aspect of the ivc in a suprarenal location. Hemostasis was obtained without difficulty. The patient tolerated the procedure well. Approximately three months post filter deployment, the patient was scheduled for a filter retrieval procedure. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram demonstrated the filter tilted to the left with the apex either abutting or extending beyond the confines of the caval wall. There was no obvious thrombus within the ivc. There was narrowing in the suprarenal ivc, which appeared smooth with unclear etiology. The decision was made to conclude the procedure and not retrieve the filter. Hemostasis was obtained. The patient tolerated the procedure well. A follow-up CT scan demonstrated a tilted suprarenal filter with the tip either adjacent to the left lateral wall of the cava, embedded within or partially extruded beyond the wall itself. The images did not clearly identify which situation was present. There was no evidence of thrombus within the ivc. Three days later, the patient was scheduled for a second filter retrieval procedure. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram demonstrated the filter tilted to the left with the hook appearing to be beyond the confines of the vena cava lumen, most likely extraluminal. There was no extraluminal contrast. The decision was made to conclude the procedure and not retrieve the filter. The access site was compressed until hemostasis was achieved. The patient tolerated the procedure well without complications. Approximately four months post filter deployment, the patient was scheduled for a third filter retrieval procedure. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram demonstrated the filter positioned in a suprarenal location tilted to the left with the apex embedded in the soft tissues beyond the caval wall. Initial attempts to retrieve the filter using a snare were unsuccessful. Secondary attempts made using forceps to grasp the hook were unsuccessful. The decision was made to conclude the procedure and leave the filter in place. The access site was compressed until hemostasis was achieved. The patient tolerated the procedure well without complications. Approximately one year seven months post filter deployment, the patient was scheduled for a fourth filter retrieval procedure. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram demonstrated the filter positioned in the suprarenal ivc with the apex extending beyond the confines of the ivc wall. This finding was also confirmed by intravascular ultrasound. There was no thrombus identified in the ivc. The right femoral vein was accessed and a sheath was advanced over the wire. Using a variety of balloon dilatation catheters, multiple unsuccessful attempts were made to displace the filter from the extravascular portion the cava. The decision was made to conclude the procedure and leave the filter in place. The access sites were compressed until hemostasis was achieved. The patient tolerated the procedure well without complications. Approximately one year eight months post filter deployment, the filter was successfully retrieved. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the suprarenal position. Three months post filter deployment during a scheduled retrieval, a venacavagram demonstrated the filter tilted to the left with the apex either abutting or extending beyond the confines of the caval wall. The retrieval attempt was aborted. Three days later, the patient was scheduled for a second filter retrieval procedure which was aborted as a venacavagram demonstrated the filter tilted to the left with the hook appearing to be beyond the confines of the vena cava lumen, most likely extraluminal. Four months post filter deployment, the patient was scheduled for a third filter retrieval procedure. A venacavagram demonstrated the filter positioned in a suprarenal location tilted to the left with the apex embedded in the soft tissues beyond the caval wall. Initial attempts to retrieve the filter using a snare were unsuccessful. Secondary attempts made using forceps to grasp the hook were unsuccessful. One year and seven months post filter deployment, the patient was scheduled for a fourth filter retrieval procedure. A venacavagram demonstrated the filter positioned in the suprarenal ivc with the apex extending beyond the confines of the ivc wall. Multiple attempt were once again made to retrieve the filter, however it remained implanted. Based on the medical records the investigation can be confirmed for a tilted filter, perforation of the ivc wall by the apex of the filter, and difficulties removing the filter. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately three months post filter deployment, the patient presented for retrieval of the filter. Imaging demonstrated a tilted filter with the apex extending beyond the confines of the ivc wall; therefore, the procedure was concluded and no retrieval attempts were made. Approximately four months post filter deployment, multiple attempts to retrieve the filter were unsuccessful. Approximately one year eight months post filter deployment, the filter was successfully retrieved. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.